Event description:
It was reported the patient experienced an unknown type of hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred prior to or after automated peritoneal dialysis therapy began or if the hernia was worsened by peritoneal dialysis therapy, but it was reported that the hernia had worsened over time. The patient was admitted to the hospital for hernia repair surgery twenty-one days prior to the receipt of this report. Peritoneal dialysis therapy was reported to be ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia and hernia repair surgery was performed on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.